Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that on (B)(6), device was implanted by doctor. (B)(6), started dialysis, no problems. (B)(6), leakage of blood from v lumen at tip, end point of catheter. There was no reported patient injury.

Event description:
It was reported that at april 30, device was implanted by doctor. May 1, started dialysis, no problems. May 2nd, leakage of blood from v lumen at tip, end point of catheter. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter extension tubing was confirmed. The product returned for evaluation was one 20 cm niagara catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp-edged instrument such as a scalpel or scissors. The returned product sample was evaluated and a split was observed along the blue lumen extension tubing. Microscopic examination of the extension tubing split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed fracture edges. ¿ planar shape to the fracture surface. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.